Manufacturer narrative:
Correction h10 clinical code, results code, conclusion code. The reported event could be confirmed. The device was not returned but evidences were provided based on the reported data in the clinical study. The event description reported that the patient was diabetic (¿diabetes types I or ii¿ condition checked) and that before the revision surgery, a post-operative deep infection with propionibacterium acnes (¿post-operative deep (¿) infection with proprionibacter acnes¿) was identified. Since data and x-rays were provided, the opinion of the medical expert was requested and stated as following: in this case (...) The x-rays do not show signs of a deep infection" because ¿in cases of early (less than 6-12 weeks) postoperative deep infections, the most common clinical signs are wound leakage, wound healing issues, local wound inflammation, fever and abnormalities in the blood work (esr etc.) (¿) ¿in summary we can speak of an early post-operative deep infection of a well placed aequalis reversed tsa (¿) the fact that the infection was caused by skin bacteria (propionibacterium acnes) in a diabetic patient is a known risk factor¿. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by skin bacteria in a diabetic patient (disease). A review of the device history was not possible because the lot numbers were not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. In case the item and / or substantive information will become available in future that suggests otherwise, the file will be reviewed.

Event description:
Stryker representative contacted complaint handling team and reported the following issue: "patient (B)(6) underwent a revision surgery due to deep infection. Removal of aequalis ascend flex humeral components (stem and insert) and aequalis reversed glenoid sphere." 1st revision surgery.

Event description:
Stryker representative contacted complaint handling team and reported the following issue: "patient (B)(6) underwent a revision surgery due to deep infection. Removal of aequalis ascend flex humeral components (stem and insert) and aequalis reversed glenoid sphere." 1st revision surgery.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.